Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that no image was displayed due to the following: water ingress inside the product, failure of image sensor unit, failure of the board inside the video connector, system malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they observed an angulation problem, stripes appeared on the image, and then no image occurred. There were no reports of patient harm associated with this event.